Manufacturer narrative:
Investigation results: summary: four (4) samples were received for evaluation by one of our quality engineers. Two (2) have no packaging flow wrap. One of these two has the plunger rod- rubber stopper all the way down, no tip cap and no saline solution. The other has the plunger rod- rubber stopper, the tip cap and saline solution. The other two have sealed packaging flow wrap, the plunger rod-rubber stopper, tip cap and saline solution. The barrel labels confirm the lot#7184857. All of them have the barrel flange damaged therefore failure mode is verified. While root cause could not be determined definitively, it is possible that the plunger rod labeler experienced a variation. This would have been adjusted and verified. Additionally, a CAPA (corrective action preventive action) has been opened to further investigate this issue. A device history review was completed and there was no documentation of issues for the complaint of batch 7184857 during this production run. There were no quality notifications issued during the production of this batch listed in the complaint. All inspections were accepted during the production of this batch. CAPA (B)(4) has been opened. Conclusion: investigation comments: all our inspections and testing performed while manufacturing this batch were accepted. No rejections were documented. Update. May 21 2018. Four (4) samples were received. Two (2) have no packaging flow wrap; one of these two has the plunger rod- rubber stopper all the way down, no tip cap and no saline solution. The other has the plunger rod- rubber stopper, the tip cap and saline solution. The other two have sealed packaging flow wrap, the plunger rod-rubber stopper, tip cap and saline solution. The barrel labels confirm the lot#7184857. All of them have the barrel flange damaged. Root cause: root cause could not be determined. There were no qns issued during the production of this batch listed in the complaint. The plunger rod labeler equipment possibly experienced a variation; anyway, adjustments have been verified. All inspections and testing were accepted during the production of this batch. There was no issue documented about barrel/flange damaged.

Event description:
It was reported a nurse found the flange on a bd posiflush¿ syringe broken when opening the plastic package. There was no report of exposure, serious injury or medical intervention.